Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 failed intermittently, which resulted in a delay in patient care. A field service engineer performed the preventive maintenance and confirmed that the issue was resolved. The system functioned as intended after troubleshooting the device.

Event description:
The customer reported that the pyxis medstation es system drawer failed to open, which hindered users from accessing the medication. This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section a1 - corrected the patient identifier section h10 - removed related report numbers